Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that upon starting the device, flows would not go above 1.5 liters per minute (l/min). The motor current was lower than expected and a suction alarm was present. It was explained to the surgeon that there was a possibility that the pump ingested a clot ingestion as the patient had suspected heparin inducted thrombocytopenia and a low platelet count of 60,000/l prior to arriving at the cardiovascular operating room. The surgeon elected to remove the impella cp and insert new impella cp device. A clot was noted on the inlet once device was removed. A new impella cp was prepped and the sheath sidearm was flushed multiple times, however bleed back was noted upon impella cp insertion. Placement in the left ventricle was confirmed with imaging, and the impella was started with flows as expected at 3 l/min. P level was decreased to p7 and suction was noted. To resolve the suction issues, the patient was given albumin. It was noted that after support was initiated, urine output increased, and the patient was able to be weaned off of levophed. The patient was released to the intensive care unit for recovery. Four days later, the patient was no longer making urine and started continuous renal replacement therapy (crrt). It was noted the patient had poor prognosis at that time. The patient remained on crrt, and although very ill, the left heart function recovered for impella cp to be slowly weaned. The device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. This complaint involves two impella cp pumps: pump 1: impella cp with serial number (B)(6). Pump 2: impella cp with serial number (B)(6). This report specifically addresses pump 2, impella cp with serial number (B)(6). A separate report will be submitted for the other device associated with this complaint.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Pump suction - after implant, pump positioning was confirmed by fluoroscopy and transesophageal echocardiogram, but suction noted at p-7. Albumin was given. Data log review shows the majority of suction alarms occur above p-6 and resolve with a reduction in p-level. No motor current spikes outside of p-level changes. The cause of the suction alarms was patient condition related due to lack of volume that triggered suction at elevated p-levels. Renal failure - the cause of the renal failure was not determined due to insufficient clinical details. Device history lot: device lot: 1945887 device history review: pump s/n (B)(6) passed all post sterile inspection checks.